Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that the dome was unstable. During the inspection, it was noted that there was mechanical play between the dome and the support arm. The dome was removed, and it was discovered that one support screw was broken and two were loose. Screws were replaced and the dome reassembled. Additionally, the designated complaint unit employee confirmed based on photographic evidence that paint was chipping off on fork. No harm to the patient or operator was reported.